Event description:
On (B)(6), 2012, the lay user/patient contacted lifescan (lfs) alleging she was unable to perform a blood glucose test because the display of her onetouch ultramini meter was flickering. The complaint was classified based on the customer care advocate (cca) documentation. The patient claimed the alleged issue began on (B)(6), 2012 at an unknown time. The patient reportedly manages her diabetes with an unknown type/dose of insulin and is a self adjuster. It is not known if the patient made any changes to her insulin due to the alleged issue. She claimed that within 24 hours after the alleged issue occurred, she developed symptoms of sweating and was restless and reported that in response to the alleged issue she increased her food/drink for a few days until she contacted lfs for assistance. She denied receiving any other form of medical intervention. At the time of troubleshooting, the cca noted that the subject meter was not being used for the first time. There was no report of trauma/misuse of the product. The alleged issue remained unresolved and a replacement product was sent to the patient. This complaint is being reported because the patient claims she was unable to test her blood glucose due to the reported issue and reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Follow-up # 1 ((B)(4) 2012) - device evaluation: the meter involved with this complaint has been returned on (B)(4) 2012 and evaluated by product analysis (pa) on (B)(4) 2012 with the following findings: the meter was tested and no faults were found. The primary complaint was not confirmed. The meter was found to be working within operating parameters. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.